Event description:
The user's hearing has been affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing has been affected. The loss of sound was sudden. The cause of the damage to the device is unknown. Re-implantation is planned but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned but no date has been scheduled yet.